Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and verified the error in the diagnostic log. The breath delivery unit (bdu) printed circuit board (pcb) was replaced. The ventilator passed the entire required testing.

Event description:
It was reported that, during patient use, the 840 ventilator generated an error which rendered the ventilator inoperable. The patient was transferred to another ventilator with no harm.